Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy procedure, bleeding occurred after firing a sureform 45 stapler instrument with a sureform 45 white reload. The event occurred while stapling an unspecified pulmonary vessel. A "pausing for compression¿ message appeared with approximately 18mm of tissue remaining to be stapled, followed by an error message stating "tissue too thick to continue." Bleeding was then noted from the vessel stump, and hemostasis was achieved using tachosil. The staple line was completed using another sureform stapler instrument and an unspecified stapler reload, and the procedure was successfully completed robotically. Although the procedure video was not provided, the robotic coordinator reported that a review of the footage "confirmed that only two of the three staples were present in the central section." Additional information has been requested; however, no response has been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 45 white reload for failure analysis (fa) evaluation. Review of the system logs identified an error indicating 'tissue too thick to continue' (tttc) occurred involving a sureform 45 stapler instrument (lot: k18250918-0305). The stapler reload was found with a rotated blade inside the cartridge track. Further inspection found notches along the knife cutting edge. Additionally, the stapler reload was also found to damage to the inner knife track, and a broken pusher shuttle. Isi received a sureform 45 curved-tip stapler instrument (k18250918-0305) to perform fa. The instrument was found to have 1 firing failure based on log review. Additional unrelated observation: the instrument was found to have failed mechanical engagement. The instrument inputs failed to engage with the in-house system's sterile adapter on quantity 3 of three (3) attempts, preventing the instrument from entering into following. The error logs for the system installs displayed an error code indicating that the roll axis failed. A visual and manual inspection of the instrument was conducted, revealing corrosion at the roll axis and manual inspection showed a significantly higher friction as usual - probably the cause of the engagement failure. Tests confirmed that corrosion on the roller bearings is unlikely to occur during use but is more likely to occur after the procedure during cleaning of the device and during storage/transport to the isi. There were two sureform 45 curved-tip stapler instruments used during the reported event: a review of the stapler log shows that the sureform 45 curved-tip stapler instrument, (lot number: k18250918-0305), was used first. It was installed on the system 3 times and fired 3 stapler reloads (1 white, 1 green, 1 white, in that order). On installs 1 and 2, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 3, the first clamp was successful, but was followed by a firing failure. Next, the logs show that sureform 45 curved-tip stapler instrument, (lot number: k18250918-0308), was installed on the system 2 times and fired 2 stapler reloads (1 white, followed by 1 green). On install 1, the first clamp was successful, and the firing was completed with no pauses for compression. On install 2, the system failed to detect the reload color and the user manually selected the green stapler reload color via the surgeon side console (ssc) touchpad. The first clamp was successful, and the firing was completed with no pauses for compression. There were no stapler related errors in the system logs.